Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and assisted the customer in completing the reset. After resetting the pump, the error did not reoccur, and the customer successfully started their sensor session.